Manufacturer narrative:
Exact date unknown, event occured for about two years.

Event description:
It was reported that the patient had difficulty charging ipg. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the facility.